Manufacturer narrative:
(B)(4). Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
Information received by med information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to successfully clear the alarm also able to complete rewound. Customer stated that drive support cap was normal, insulin pump was not exposed to a high magnetic field and did not report motor position encoder error alert. No harm requiring medical intervention was reported. The device will be returned for analysis.